Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted in 2013 with a bifurcated, two infrarenal, and a suprarenal device. Recently, during a routine follow up, it was discovered that the patient had an endoleak type iiia, aneurysm sac growth, and junctional leak. The patient was relined with a gore graft to successfully seal the leak. There has been no additional patient sequelae at this time.